Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained rv oversensing episodes due to far p-wave oversensing was observed. Patient was stable.

Event description:
New information received notes that the device was reprogrammed. Patient was stable.